Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned as the lead exhibited elevated threshold which was confirmed with threshold testing on the lead in both bipolar and unipolar. There were no associated patient symptoms.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.